Event description:
During a retrospective study of a multi-center pt record review for pt's previously implanted in europe, it was indicated that the pt's predominant seizures (atypical absence seizures) were noted as having an increase in frequency, as well as an increase in the duration of seizures, ictal severity and post-ictal severity of seizures at the 1-year f/u. It was noted at the pt's most recent f/u (3 years post implant) that the device was disabled due to "not having any positive impact." Additionally, it was noted at the 6-month f/u that the "magnet switched off due to technical fault switching off stimulation" and "magnet now recommended not to be used until deactivated," but it is unclear what was occurring with the device and/or pt at this time. The MFR's programming history database was reviewed, which indicated that the pt's last known diagnostics were within normal limits.